Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: symptom - the screen would not turn on. The pump was exchanged off the patient. There was no reported patient complications. The patient outcome is fine. Findings/actions taken: found no display. Defective display cable (external). Replaced cable, functional check ok.